Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the lead body would rotate while extending the helix. The lead was not implanted.